Event description:
Healthcare professional reports incidents of pt reactions during treatment. Pts complained of fever, muscle and joint pain, conjunctivitis and deafness. These reactions occurred in 1995 and no other info is available. No samples are available either. The lot number reported was the subject of field corrective action.